Event description:
It was reported that "air pulled from the venous extension before dialysis. Venous extension was replaced. Air can still be pulled out. The catheter was removed."

Manufacturer narrative:
One intact split stream catheter was returned for evaluation. A visual examination of the sample revealed a small hole in the venous lumen at the point where the lumens are bonded together. Changes have been implemented to the manufacturing process. A trial was conducted using the improved process. All catheters met all acceptance criteria-visual, dimensional, and leak test.